Manufacturer narrative:
Additional information: the complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. One cylinder had a leak in the outer tube that was the result of a sharp instrument. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that during an original ambicor penile prosthesis implant surgery, a 14. Cm x 12.5 mm was initially implanted, but taken out during the same surgery as it was non functional. The device would not inflate or deflate as there was fluid loss in the pump. A new ambicor penile prosthesis 16 cm x 12.5 mm device was implanted. No serious injury occurred and the patent was stable following the event. The event resolved.

Event description:
It was reported that during an original ambicor penile prosthesis implant surgery, a 14. Cm x 12.5 mm was initially implanted, but taken out during the same surgery as it was non functional. The device would not inflate or deflate as there was fluid loss in the pump. A new ambicor penile prosthesis 16 cm x 12.5 mm device was implanted. No serious injury occurred and the patent was stable following the event. The event resolved.

Event description:
It was reported that during an original ambicor penile prosthesis implant surgery, a 14. Cm x 12.5 mm was initially implanted, but taken out during the same surgery as it was non functional. The device would not inflate or deflate as there was fluid loss in the pump. A new ambicor penile prosthesis 16 cm x 12.5 mm device was implanted. No serious injury occurred and the patent was stable following the event. The event resolved.